Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The mother stated that her daughter took a bolus and the pump went completely blank. The customer's blood glucose dropped to the 40s mg/dl. The mother changed everything and insulin squirted out. The customer treated with the pump and food. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to an MRI. The customer was advised to speak to their health care provider regarding the low readings. The customer was advised to monitor the pump and call back if issues persist.